Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5096526. This is to report 2 of 3 similar skin reaction reports. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The patient developed burning, itching, high raised bumps, scarring, very red and warm skin from the sensor¿s adhesive that resulted in a longer time to heal. This is being reported to allegation of scarring. No additional patient or event information is available.